Manufacturer narrative:
Follow up #1: the retain test strips failed the performance testing with blood for low bias at the 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 5am when a reading of 194mg/dl was obtained using the subject meter compared to a reading of 163mg/dl obtained using an accuchek meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient stated that she does not take any medication to manage her diabetes and reportedly continued with her usual routine after the alleged issue began. The patient claimed that she experienced symptoms of sweaty approximately 4 hours after the reported issue began, and reportedly attended the emergency services (ems) where her blood glucose was measured using an ems meter with a result of 25mg/dl. The patient stated that she received hcp treatment of a glucagon injection on (B)(6) 2016 in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, the patient's testing technique was correct and an approved sample site was being used. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up #3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.